Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (gastrointestinal bleeding and anemia) cannot be conclusively determined through this investigation. Refer to MFR # 2916596-2020-05655, for onset of infection. The event was considered to have resolved on (B)(6) 2020, and the patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. The heartmate 3 left ventricular assist system instructions for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The instructions for use provides information regarding anticoagulation, including recommended international normalized values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Persistent infection was previously reported under MFR# 2916596-2020-05655. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had major bleeding event on (B)(6) 2020. During the inpatient admission, examinations were carried out: a gastroscopy and otolaryngologist consulted. There was no active source of bleeding found. The gastroscopy showed erosively altered polyps throughout the stomach. Patient received blood transfusion. Hemoglobin value had increased, anemia was developed as a result of persistent infection. There were changes to medication, blood transfusions, patient was switched from warfarin to IV (intravenous) heparin, proton inhibitor IV.